Manufacturer narrative:
In a service visit on 03-mar-2026, a field service engineer (fse) found water splashing from the reagent probe wash station. It was identified that the gear pump pressure was too high due to a faulty pressure gauge. The pressure gauge was replaced, as well as the pinch valves, pinch valve tubing, other tubing, the bead mixer, and the paddle of the bead mixer. The fse passed the instrument check, a blank cell calibration, and multiple qc runs were completed to return the precision back to normal. The investigation determined that a component failure (pressure gauge) caused the event. The investigation determined that the service action resolved the issue.

Manufacturer narrative:
The elecsys vitamin d total iii reagent lot number and expiration date were not provided. There have been many field service engineer (fse) visits to the customer site, and the following actions were carried out. In the first service visit, the sipper nozzle was adjusted, and a mechanism check was completed, which failed. In the second service visit, decontamination was completed, and alignment of the sample probe, reagent probe, and sipper nozzles was completed. The fse noticed that the pre-wash nozzle was bent. In the third service visit, the pre-wash nozzle and the measuring cells were replaced, and the system was cleaned and inspected. Instrument checks were completed and passed, and the system was released to the customer. A new event occurred on 24-feb-2026, and another service visit was completed. The fse cleaned the dust around the sampling area, replaced the syringe assembly, and carried out a full instrument check that passed. A mechanical check was completed for reagent pipetting and failed. The calibration validation was out. Another visit was completed to replace the nozzles and to complete instrument checks that were passing. Calibration and qc were completed and passed. The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys vitamin d total iii result from the cobas e 801 analytical unit for one patient. The initial result was 123 nmol/l. The first repeat result on another e 801 analyzer was 49.5 nmol/l. The second repeat result on another e 801 analyzer was 44 nmol/l.